Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014: patient presented with spinal deformity, lumbar stenosis and degenerative disc disease. Impression: kyphoscoliosis. Patient presented with nonunion, l3-4, loose hardware and non-union at the lumbosacral junction scoliosis. Patient underwent revision posterior approach lumbar spine, removal of hardware, old pedicle screw fixation, decompressive laminectomy l5, foraminotomy and facetectomy with complicated laminectomy l2-3, decompressive facetectomy and foraminotomy, exploration of nonunion, exposures of posterolateral gutter, arthrodesis allograft and autograft bone, l1, 2,3,4,5 and s1, posterior pedicle screw fixation l2, 3,4,5, s1 cement vertebroplasty l2 <(>&<)> l3, discectomy, arthrodesis and inter body implant l3-4. Intra-op: fluoroscopic images show multiple operative images showing steps of internal posterior lumbar spine transpedicular fusion and post laminectomy changes. Per op notes: inter body bone was prepared. End plates were decorticated in preparation for arthrodesis. Bone graft applied at l3-l4. Interbody implant applied at l3-4. Allograft bone was prepared and bone at l1, 2,3,4,5,s1 was decorticated, bone graft laid down along the posterolateral gutter bilaterally. The patient underwent intra-op fluoroscopic x-ray of lumbar spine. Impression: multiple operative images shoving steps of internal posterior lumbar spine transpedicular fusion and post laminectomy changes. (B)(6) 2014: patient presented with complaint of failed fusion, back pain. (B)(6) 2014: patient underwent x-ray of the abdomen. Impression: non specific non-obstructive bowel gas pattern, postoperative changes in the lumbar spine ,there was postoperative change consistent with posterior lumbosacral fusion l2 through s1 with pedicle screw and fusion rod device. Placement of bone graft in the l2-l3 disk space and also l3-l4 and l4-l5. Accompanying lateral inter body fusion at l2-l3 has been performed. (B)(6) 2014: patient underwent x-ray of the chest. Impression: asymmetrical elevation of right hemi diaphragm. No acute disease. (B)(6) 2014: patient presented with degeneration of lumbar intervertebral disc disease. (B)(6) 2014 as per medical records, assessment: abdominal pain is improved. Status post back surgery - the patient has a morphine pump, which is disabled. We will follow up the neurosurgery recommendations. Hypertension - stable. Hyperlipidemia. Hyperglycemia. Leukocytosis - improving. We will continue to follow with routine labs. We will get physical therapy consult. (B)(6) 2014 as per medical records, assessment: s/p large l2 to s1 decompression and fusion with outstanding results. Patient will follow up after physical therapy. (B)(6) 2014 the patient underwent x-ray of lumbar ap and lateral. Impression: extensive postoperative changes in the lumbar spine as above. No definite acute bony abnormality. (B)(6) 2014 the patient underwent x-ray of shoulder. Impression: no evidence of fractures. (B)(6) 2014 the patient came for a follow-up office visit. S/p l2 to s1 decompression and fusion. Patient states that she now has a severe back pain without radiation into any of the extremities that is only relieved by lying down and some use of pain medicines. (B)(6) 2014 the patient was diagnosed for failed intrathecal pain pump. The patient underwent: removal of intrathecal pump and tubing. Adhesiolysis and removal of wound membrane 45 minutes. Complications none.